Manufacturer narrative:
(B)(4). Fixture remains insitu.

Event description:
Per the clinic, the patient experienced recurring skin overgrowth on the abutment. The patient underwent a revision surgery on (B)(6) 2014, and was equipped with another abutment on (B)(6) 2014. The issue is resolved.